Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/21/16- pfs and medical records received. After review of the medical records for MDR reportability, primary surgery notes reveal that competitor stem was used along with depuy cup/liner/head. In addition to what was previously reported the revision operative notes reported that there was corrosive black debris on the competitor's taper. There was no new additional information that would affect the existing MDR investigation. Surgical records for a left hip were reviewed, but no mention of what products were used and there was no mention of the left hip in litigation paperwork, so it will not be added at this time. If/when we receive more information it will be updated as needed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 3/25/2016: litigation received. Litigation also discomfort, metallosis, and metal debris. There is no new information that would change the existing investigation. This complaint was updated on: 4/11/2016.

Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).